Event description:
It was reported the humeral head dislodged (total shoulder fracture case) immediately post operative while the pt was in the recovery room. No trauma or fall to report. The surgeon delayed revision surgery so the proximal humerus could heal. Additional info by the reporter the pt had revision surgery on (B)(6) 2012 and is doing well.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.